Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including ECG stressing and bench handling without duplicating the report. The customer's multifunction cable used during the reported event was not returned as part of this investigation. The defib receptacle was replaced and the customer has been advised to discard their multifunction cable as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during bomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.